Manufacturer narrative:
The insulin pump powered up properly after battery installation. The device had operating currents within spec. No unexpected battery out limit alarms noted. The insulin pump had intermittent buttons due to keypad damage by moisture. The device had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had battery out limit alarm and keypad anomaly. The blood glucose at the time of the incident was 64 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.